Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a user reported their device battery was dead. The actual complaint device was returned to the manufacturer for investigation. The device batch 0903c03 was manufactured in march 2009. The investigation did not confirm that the battery was dead. However, the initial investigation found missing dose number segments. A detailed investigation determined the board and battery voltages were sufficient for normal operation. The internal inspection found liquid ingress and corrosion in several areas including the lcd indium-tin-oxide interface to the lcd interface cable. The corrosion resulted in dim or missing segments in the right dose digit. The liquid ingress also corroded the air hole via to the snap dome switch resulted in the pen not turning on by the power button. This malfunction may result in receiving an incorrect dose of insulin. Malfunction confirmed. Corrective action, liquid ingress: no corrective action is planned. The user manual states in the care, storage, and disposal section to keep the pen and case away from water, moisture, or wet surfaces as the pen and case are not watertight. Users are typically aware of missing dose number segments. The direction for use prohibits continued use. Improper use and storage. There is evidence of improper use or storage. The source of the liquid ingress contamination could not be determined. However, it was concluded that the pen was exposed to liquid while in the field. Therefore, it was concluded that improper use or storage contributed to the electronic malfunction.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0903c03) was reported to have battery empty. This humapen memoir is associated with 1142240. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned on (B)(4) 2010. Initial examination found device displaying missing segments in dose numbers. It was unknown if the humapen memoir was continued. Update (B)(4) 2010; additional information received (B)(4) 2010; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed improper use/storage from no to yes, and added "refer to results/conclusions section" to narrative.